Manufacturer narrative:
The lancing device involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the lancing device has passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the lancet in her onetouch delica lancing device was not fully penetrating. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The reporter claimed the alleged issue with the lancing device began on (B)(6) 2013 at an unspecified time. The patient reportedly manages her diabetes with an unknown type/dose of oral medication and it is not known what the patient did regarding her usual diabetes management routine in response to the alleged issue. The reporter claimed that the patient developed symptoms of ¿lightheadedness, shaking and fast heart rate¿ immediately after the alleged issue began. The patient was reportedly taken to the emergency room (ER) four times since (B)(6) 2013 and her blood glucose was reported to be in the ¿low 50¿s¿ when tested at the ER. The patient was reportedly treated with IV fluids, but the form of treatment could not be confirmed. At the time of troubleshooting, the cca noted that the subject lancing device was being used for the first time. The patient¿s testing technique was reviewed but the issue remained unresolved at the time of the call. It is not known how long the patient had been using the subject lancing device for prior to the alleged issue occurring. The correct lancets were being used. A replacement product was sent to the patient and the subject lancing device was returned for investigation. This complaint is being reported because, the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.